Manufacturer narrative:
4 current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2013-03171 & 2014-01542/-01543/-01544).

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2007. Patient's legal counsel reports patient allegations of pain, discomfort, and difficulty walking. There has been no reported revision procedure. Additional information received from patient's legal counsel indicates patient allegations of soreness, dysfunction, loss of range of motion, metal poisoning and metallosis. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.